Event description:
It was patient underwent a manipulation under anesthesia approximately one month post implementation due to loss of range of motion and pain. Patient continues to be dissatisfied with pain level. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: 42502006202 67391589 psn fem cr cmt ccr nrw sz 7 r. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 the following was corrected: h4, h6 component code review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Rheumatoid arthritis (ra) is a progressive chronic autoimmune condition causing stiffness and joint pain for which there is no cure. In the first stage of ra the body mistakenly attacks its own joint tissue. In stage 2 the joint begins to swell until ultimately at stage 4 there is essentially no joint remaining as it becomes fused. Progression isn't necessarily inevitable but patients need to ensure they follow their treatment plan and doctor's recommendations to prevent it and whatever joint damage has already occurred can't be reversed. Complex regional pain syndrome (crps) is associated with ra due to chronic pain and inflammation from the disease. Treatment consists of long term pain and anti-inflammatory medications. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This device is used for treatment. This is a limited investigation. The device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.